Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was not reported. On an unreported date, the patient was treated with unspecified drugs (intraperitoneally, dose, frequency and duration not reported) for the event. At the time of this report, the patient was recovered. Dianeal therapy was ongoing. No additional information is available.